Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product: guide wire: sion blue. Guide catheter: hyperion. The device was not returned for evaluation. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a concentric de novo distal right coronary artery with mild tortuosity, heavy calcification and 90% stenosis. During pre-dilatation, a 3.0 x12 mm nc traveler balloon catheter was crossed towards the lesion when resistance was initially felt. The balloon ruptured during the first inflation at 18 atmospheres for 10 seconds, which was confirmed by contrast escaping under fluoroscopy. The balloon was removed and flushed outside the anatomy, which further confirmed the rupture. The balloon catheter was replaced with a 3.0 x 15 mm nc traveler, which was successfully inflated. The procedure was successfully completed after deploying a 3.0 x 15 mm xience alpine stent. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.